Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
Reportedly, the customer fills cartridges with cold insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with around 300 units of insulin. Although requested, the customer declined to load a new cartridge or perform troubleshooting with tandem technical support. The customer's blood glucose level was 189 mg/dl.